Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. As reported in the manufacturing evaluation there is no complaint condition given for the torque wrench. However all dimensional and torque requirements called on the document were found to be in specification, therefore this complaint is invalid. As reported in the product development event evaluation, the overall analysis of our investigation has indicated that no root cause can be found for the reported complaints. Several process improvements have been identified and implemented and future complaints will be evaluated as they occur. At this time, all current, open complaints will be closed and deemed indeterminant; however, should new data be presented in the future we will react promptly and appropriately to address each case. The wrench returned with this complaint were evaluated and found to be significantly lower (and within specification) than the torque required to break a collar; as found in the mechanical testing. Although it is being determined that these torque wrenches did not contribute to the complaint; the overall assessment of this complaint is indeterminate as it is unclear what has caused the collar to break. DHR reported that the lot was inspected and conformed to the synthes incoming final inspection sheet. Placeholder.

Event description:
Consultant reported: surgeon advised consultant - he was reviewing x-rays in clinic from patient approximately 2 months status post l4-s1 fusion procedure, and x-rays determined the collar (498.011) is broken. Patient is reportedly asymptomatic, and surgeon does not plan removal or revision of the construct at this time. On (B)(6) 2012: consultant is sending five torque limiting devices to be checked for this complaint. Update 17-nov-2014: (B)(4) was identified by post market surveillance. (B)(4) reported: product problem with synthes uss-1 posterior spinal instrumentation system. Routine l4-s1 posterior segmental instrumentation was performed uneventfully. Postoperative imaging has revealed early perioperative fracture of metallic collar which was placed to hold left sided rod to s1 pedicle screw. We have noticed a sudden increase in intraop/postop breakage of these collars at our academic institution after almost 20 years without problems. These breakages have all been reported to synthes representatives. This complaint is 3 of 6 for (B)(4).